Event description:
It was reported that during the intervention of an unspecified surgical procedure, the inflow tubing fms vue tubing device was pierced at the level of the rollers of the arthropump. It was reported that the operation had to be interrupted for tubing change, however the exact amount of delay was not reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was in used condition; a crack could be observed on the tubbing. No other anomalies could be observed. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the inflow tubing fms vue 24pk would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the system set up. As per the instructions for use, to avoid damage to the tubing make sure that tubing is centered on the groove of the pump. When installing tubing, make sure tubing is not kinked or collapsed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified.